Manufacturer narrative:
Patient information was unavailable from the site. The pipeline flex has not been returned for evaluation as it discarded by the customer; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment, pipeline flex device did not open during a procedure. The patient was undergoing flow diversion of a medium size unruptured saccular aneurysm, located in left ophthalmic, measuring 10mmx6mm, landing zone distal 3.75mm, proximal 4.72mm. Vessel tortuosity described as moderate. It was reported that first flow diversion device deployed very well. The physician decided to deploy second device for greater flow diversion. While deploying the second device the distal 2/3rds deployed fine the last third would not fully open. The physician recaptured 50% of the device and tried to redeploy, but the same thing happened. He then recaptured 3/4ths of the device and tried again and the proximal third would not open. The physician then decided to remove the device and finish the procedure. Patient was fine, there was stasis in the aneurysm which is why the physician did not put in another device. Patient woke up fine moving everything. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.